Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor indicating that a self-test indicated that the battery needed to be replaced. There was reportedly no patient involvement. The fse evaluated the device on site. It was determined that a new battery was required, but it is not known whether the battery needed to be replaced due to its age or if it was faulty. The battery was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.